Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. From the opened sample, it was observe that the plastic anvil packaging appeared to have split under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: a component of the device disengaged. None of the pieces fell into the cavity of the patient.